Manufacturer narrative:
(B)(4). Additional information has been requested of the account. Should new information become available the file will be updated.

Event description:
According to the reporter during a lavh, a single strand of polysorb suture untied from a pedicle, resulting in the patient requiring a blood transfusion due to an ebl around 1600mls. The procedure was also extended by 2.5 hours and converted to an open abdominal procedure. The suture was removed and thrown away. The current patient status is fine. There was no patient injury. There was user involvement but no user injury. This did not result in any unanticipated tissue loss. There was unanticipated extension of the incision by more than 1 inch - the procedure was converted from an lavh to an open abdominal procedure. There was more than 500cc's of blood loss - up to 1600 ml. The surgery was delayed over 30 minutes. The delay did not affect the patient. No device fragment fell into the patient cavity.